Event description:
It was reported that during a procedure for lung cancer, after firing the third time, the device didn't cut completely and the staple line was not complete, which led to bleeding and the conversion to an open case. The patient received a blood transfusion. A tr45b reload, batch # t5818n, was used.